Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported patient lost consciousness due to "a clot in the catheter or air". Unknown if the issue was with the catheter or edwards tubing. No further information was available at the time of this report.

Manufacturer narrative:
(B)(4). The customer returned one 20ga arterial catheter for analysis. Signs of use in the form of biological material were observed inside the extension line. Visual analysis revealed that the catheter body was kinked around the middle of the extrusion. Further analysis revealed a build-up of biological material inside the catheter extrusion. The kink in combination with the buildup of biological material likely contributed to the blockage/occlusion encountered by the customer. The kink on the guide wire measured 36mm from the distal tip. The catheter body length measured 83mm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The catheter body outer diameter measured 1.04mm, which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. A lab inventory syringe was used to flush the arterial catheter. A minor occlusion was observed. A lab inventory guide wire was inserted through the catheter body. Large quantities of congealed biological material were observed exiting the catheter body. Once cleared, the catheter was flushed again, and fluid appeared to pass with little to no difficulty. Performed per IFU statement, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). At this point, the depth-marking entering hub shows that tip of wire leaves tip of introducer needle and enters vessel. If catheter/ needle assembly is used, remove needle and insert guidewire through catheter into artery as described above. If 'j' tip guidewire is used, prepare for insertion by sliding straightening tube over 'j' to straighten and advance guidewire to required depth". The IFU provided with the kit informs the user, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter , impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The IFU also states, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The customer report of a blocked catheter was confirmed through complaint investigation. Visual and functional analysis revealed that the catheter body was kinked. Large quantities of congealed biological material were also observed inside the catheter body. This biomaterial in combination with the kinking likely contributed to the occlusion encountered by the customer. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported patient lost consciousness due to "a clot in the catheter or air". Unknown if the issue was with the catheter or edwards tubing. No further information was available at the time of this report.